Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: horizontal lines appeared during angulation and there was no image. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image issues was damage to the charge coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the gastrointestinal videoscope skipped. No patient involvement was reported.